Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: fatigue and slow to speak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. Customer also inquired as to what is the e-5 labeling correction letter; customer stated they have not seen that in the meter. Son is calling on behalf of the customer. The customer is feeling fatigue, and slow to speak. Customer son stated she does not need to seek medical intervention at this time. Customer unable to troubleshoot. No further information was able to be obtained.